Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had issues with the sensor off, would not continuously read the blood pressure, long pauses, and calibration is needed. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The fse performed a preventive maintenance (pm), full calibration, and tested the unit. The iabp was returned to the customer and cleared for clinical use.